Manufacturer narrative:
Exact date unknown, event occurred since (B)(6) 2020. Additional suspect medical device components involved in the event: product family: linear leads, model#: sc-2218-50, serial #: (B)(4), batch#: 19901171/20134705/20019696/20198453.

Event description:
It was reported that the patient was not getting adequate pain relief. The patient underwent an explant procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility.